Event description:
A patient reported issues related to occlusions, and the customer declined further troubleshooting. There was no reported impact on the customer's blood glucose level. Since the customer did not proceed with troubleshooting, no additional corrective actions were documented by technical support.